Event description:
During meniscal repair, after deployment of both t's the surgeon was unable to advance the knot. He cut the suture leaving both t's in the knee. It was reported that there was no patient injury or procedural complications.